Event description:
Fecal management device placed. Following day, rn (registered nurse) noticed that the device stopped draining. Once the bag was changed from the one included in the initial kit to a replacement bag, a large amount of stool would drain. This happed a few more times after the initial bag changed. Manufacturer response for stool management system, dignishield stool management system (per site reporter). Equipment failure reported to bd customer service. Contaminated equipment was discarded due to infection control practices.